Event description:
Customer reported 3 incidents of excess fluid removal from the patient. In the most recent incident, the customer reported that a phoenix system removed excess fluid from the patient. The nurse reported that the machine pulled more than 2.8kg extra fluid off the patient. No alarms were noted. One hour 10 minutes into treatment the patient complained of nausea and dizziness and the patient's blood pressure kept dropping. The patient was given saline. Patient's treatment time was 3 hours (lost 1 hour of treatment.) Initial target was 4.4kg for removal but they kept dropping the amount down when it kept taking too much fluid off. Patient was still symptomatic after treatment. Patient went to the emergency room that evening complaining of dizziness, weakness and their blood pressure had dropped. Two similar incidents of excess fluid removal happened on the same phoenix machine. Both incidents happened to the same patient, previous to the reported event. In 2003- phoenix took off 2.5kg extra fluid off patient (initial target was 3.3kg). Patient ended treatment 35 minutes early. Patient ok. One month later- phoenix took off 4.7kg extra fluid off patient (target was 0.4kg). Patient was ok. Two days after the patient was very dehydrated from earlier events, given fluid replacement and switched to a different machine.